Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemia event due to an occlusion on (B)(6) 2025. The patient was treated with a correction bolus via pump. Symptoms were noticed after three or more hours of insertion. The insertion site was the abdomen. No further information available.